Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was returned. Per visual inspection, bubble in dso seal. Unable to conduct functional testing, duplicate the complaint or determine a root cause due to a faulty mainboard. The mainboard and dso were replaced. The device passed functional testing after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the pump was not detecting the disposable. Bubbles observed in the dso. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.